Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an systemic infection. The organism was identified as (B)(6). The implantable cardioverter defibrillator (ICD), right ventricular (rv) lead. And right atrial (ra) lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.